Event description:
It was reported that during a carotid artery stenting treatment procedure, a stent migrated. The lesion was located in the carotid artery. The lesion details are unknown. The wallstent 8.0x21mm was advanced to the lesion, and the "distal portion was released in the internal carotid artery." The stent migrated to the common carotid artery, and did not cover the entire lesion. Another wallstent was used to cover the entire lesion. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.